Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
The patient was currently receiving compounded baclofen and morphine via their implanted intrathecal pump. Drug concentration, dose rate, and drug lot number information was unknown. The indication for use regarding the current pump was intractable spasticity and head/brain injury. The patient was noted as also having a medtronic pace maker. A consumer reported that when the patient's old pump "went out" no alarms were first heard and then it did finally alarm. Two different times was indicated regarding one time (first time) the catheter went out and the other time the pump went out. It was noted that a company representative was there and sat with the patient at the hospital and they both heard the pump alarm (date not reported). The date of the events was unknown as per the reporter (consumer). Additional information was requested regarding the following: the dose and concentration of baclofen administered at the time of the event, drug lot number of baclofen, other medications the patient was taking at the time of the event, pertinent medical history, onset date of pump and catheter issue, device serial numbers associated with event, troubleshooting/intervention performed including results, cause of pump and catheter issue, and event resolution / patient's outcome.